Event description:
During the extraction of a chronic pacing lead, telescoping stainless steel dilators were required due to heavy, left subclavian adhesions. The vein was punctured. A thoracotomy was performed to repair the puncture. The pt was stabilized.